Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Admitting diagnosis: plasmocytic lymphoma. Relevant history: second cycle. Although requested, information on race and ethnicity were not provided.

Event description:
It was reported from the oncology unit that on a previous 24 hour chemotherapy cycle of doxorubicin/etoposide/vincristine/cyclophosphamide, the filter leaked. Although the nurse and the patient may have been potentially exposed to the medication, there was no direct exposure to the skin. There was no consequences or impact to the patient.